Event description:
It was reported that during a procedure of the proximal left anterior descending artery with moderate tortuosity and moderate calcification, a non-abbott guide wire was positioned across the target lesion and the trek 3.0 x 20 mm was used for pre-dilatation and pressurize two times to 10 atmosphere (atm) each inflation without incident. During the second balloon deflation, the physician noticed that it took around 40 seconds each time to deflate the balloon into the proper rewrapped position. A non-abbott 3.0 x 23 mm stent was inserted and deployed successfully. There was no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned trek dilatation catheter noted contrast visible in the inflation lumen and the balloon was loosely folded, consistent with preparation and use of the catheter. There was no damage noted to the balloon catheter. Factors that may contribute to the difficulty to deflate a balloon catheter include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. A new indeflator filled with contrast medium diluted 1:1 with water was used to inflate the balloon to the rated burst pressure (rbp). The balloon inflated to rbp with no anomalies noted. The reported difficulties were unable to be confirmed as the deflation times were measured and met manufacturing criteria. It was reported the balloon was not soaked prior to use. It should be noted the trek instructions for use (IFU) states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. It is unlikely that the failure to soak the balloon prior to use contributed to the reported difficulties deflating the balloon. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for deflation issues for this lot. There is no indication of a lot specific product quality deficiency. The reported deflation difficulties could not be confirmed and there is no indication of a product quality deficiency. All dilatation catheters are visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify proper balloon inflation and deflation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: rinato; inflation: ppak w/copilot; guide cath: jl4. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.